Event description:
The customer reported through the emergency support program that during use of the sensation plus 50cc intra-aortic balloon with a cs300 intra-aortic balloon pump an optical sensor failure alarm occurred. No patient harm or injury was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.